Event description:
Hill-rom received a report from a hill-rom tech stating the scale was reading inaccurate weights. The bed was located in 2 (B)(6) at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the bed's scale had been reading inconsistent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed through 2012 to 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech calibrated the scale to resolve the issue. Based on this info, no further action is required.